Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ("hypogastric pain") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary endarterectomy and appendicectomy. The patient has no relevant gynecological medical history. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), dyspnoea exertional ("shortness of breath on exertion without obvius lung abnormality"), arthralgia ("diffuse joint pain") and amnesia ("memory loss"). The patient was treated with surgery (bilateral en-bloc salpingectomy with interstitial portion including essure implant). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, asthenia, arthralgia and amnesia was resolving and the dyspnoea exertional outcome was unknown. The reporter provided no causality assessment for dyspnoea exertional with essure. The reporter considered abdominal pain lower, amnesia, arthralgia and asthenia to be related to essure. The reporter commented: removal was performed at the patient's request. Primary reason for removal was the adverse events: asthenia, joitn pain, hypogastric pain, memory loss. Six or more months following essure removal, the patient had a mild or moderate improvement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ("hypogastric pain") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary endarterectomy and appendicectomy. The patient has no relevant gynecological medical history. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), dyspnoea exertional ("shortness of breath on exertion without obvious lung abnormality"), arthralgia ("diffuse joint pain") and amnesia ("memory loss"). The patient was treated with surgery (bilateral en-bloc salpingectomy with interstitial portion including essure implant). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, asthenia, arthralgia and amnesia was resolving and the dyspnoea exertional outcome was unknown. The reporter provided no causality assessment for dyspnoea exertional with essure. The reporter considered abdominal pain lower, amnesia, arthralgia and asthenia to be related to essure. The reporter commented: removal was performed at the patient's request. Primary reason for removal was the adverse events: asthenia, joint pain, hypogastric pain, memory loss. Six or more months following essure removal, the patient had a mild or moderate improvement. Most recent follow-up information incorporated above includes: on (B)(6) 2019: information from pharmacist: medical history, reason for essure removal, events outcome and onset dates and causality were provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ("hypogastric pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), dyspnoea exertional ("shortness of breath on exertion without obvious lung abnormality"), arthralgia ("diffuse joint pain") and amnesia ("memory loss"), 6 years 1 month after insertion of essure. The patient was treated with surgery (bilateral en-bloc salpingectomy with interstitial portion including essure implant). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, asthenia, dyspnoea exertional, arthralgia and amnesia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, amnesia, arthralgia, asthenia and dyspnoea exertional with essure. The reporter commented: the event onset date was reported as the same as the removal intervention. Sample was not kept. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.